Event description:
It was reported the patient experienced unspecified withdrawal symptoms and a return of pain. At least a dozen motor stalls and recoveries were noted in the event logs over a week's time. Most stalls recovered with a few hours. In 2009 at motor stall occurred 8:57 followed by a "stopped pump period may exceed tube set" message at about 2 days later at 8:57. The motor stall recovery was noted 2 days later at 8:06. The patient also had a neurostimulator implanted which may correspond to the motor stall occurrences. The patient indicated that the stalls had been occurring at night when she charged her stimulator, specifically when she pressed the button to have the screen light up and received a shocking sensation. The patient reported hearing an alarm every hour, but was unsure how long the pump had been alarming. The drug in the pump was morphine at a concentration of 10 mg/dl. The pump was scheduled to be replaced in 2009. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178200901962.